Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the motor would not actuate. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. The complaint was confirmed and the root cause was associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out.

Manufacturer narrative:
The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the buttons of the mdu were stick. No case involved. Therefore, there was no patient involved. Preliminary results of investigation have concluded that the motor drive unite does not actuate which makes it a reportable event.